Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia, with an on-device glucose of 245 mg/dl confirmed by fingerstick at 233 mg/dl. The cause of the event was unclear and no device alerts or alarms occurred. Customer care provided assistance that included telephone troubleshooting and user education performed remotely. Investigation of this case revealed no identifiable device malfunction and no confirmed infusion set or component failure. No symptoms associated with elevated blood glucose. Outcomes included temporary elevation in glucose that decreased to 217 mg/dl after the user proceeded with the previously announced meal per guidance. It was concluded that the exact cause of the hyperglycemia was undetermined, with resolution through continued device use and behavioral guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.